Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: batch number of gst60g is 205a17. Did the device lock-out (no staples deployed and no cut line started)? The staple and knife blade were using for one third and then it was stopped working. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? The staple and knife blade were using for one third and then it was stopped working. Or, did the device fully fire and stop during the automatic knife return? Not fully fire was there any difficulty opening the device? Doctor used the reverse button to return the knife blade and opened the jaw.

Event description:
It was reported that during an unknown procedure, the knife blade had stuck so, dr. Uses the reverse function but he wouldn't be comfortable using the same one. The staple was not form and was not able to move the blade to the end. However, the blade can be reversed with reverse button. No patient consequence reported.